Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate or verify the reported issue. The device was archived by physio-control and the customer was provided a replacement device. Root cause is unable to be determined.

Event description:
The customer contacted physio-control to report that their device provided the connect electrodes message when appropriately applied on a patient in cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The issue was patient involved, the customer reported the device use may have contributed to a serious injury due to an unknown delay in care until a second responder arrived and provided defibrillation to the patient with a back up device. The customer did not know if the patient did or did not survive the event.